Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. It is reported that stent dislodgement occurred during delivery to/at the lesion. The patient is reported to be alive with no injury.

Manufacturer narrative:
The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The inflation device was on negative pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. Some resistance was noted when advancing the device, but nothing more than usual. Excessive force was not used. The stent came off the balloon / delivery device with about a third of the stent in the guide and the remaining 2/3s in the left main. There was also a balloon and wires in the 7f guide. The lesion was in the diagonal, the stent didn't get that far. The stent was removed. An attempt was made to use a snare but the snare would not pass. The stent was then trapped in the guide with the balloon. If information is provided in the future, a supplemental report will be issued.